Event description:
The device is failing to control the elevators, as it is intended to do. Manufacturer response for infant security, my child (per site reporter): they sent contractors with no training, who are not competent to fix it. They don't have their own service staff.